Event description:
It was reported that, during a transurethral holmium laser enucleation of prostate procedure for benign prostatic hyperplasia, the fiber burst when the pedal was pressed. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the fiber tip was in good condition. The fiber did not have a physical body break and the connector had burnt marks and no light exiting the face. There were no fiber damages identified that could have caused or contributed to the reported and due to this, the fiber break complaint was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that, during a transurethral holmium laser enucleation of prostate procedure for benign prostatic hyperplasia, the fiber burst when the pedal was pressed. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that, during a transurethral holmium laser enucleation of prostate procedure for benign prostatic hyperplasia, the fiber burst when the pedal was pressed. The procedure was completed using another fiber. There were no patient complications.